Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3 on the auxiliary had failed to stay closed error due to a missing magnet in the inseparable. A field service engineer (fse) replaced the inseparable, reseated all cables, and rebooted the system. The drawer was verified in the hardware test application, then removed all tablets and debris from row trays, and functionality was confirmed in the application with successful recovery and repeated access tests. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.